Event description:
It was reported that a merlin.net transmission showed a ventricular tachycardia, which later broke spontaneously, was diagnosed as bigamy. Reprogramming changes were recommended.

Manufacturer narrative:
(B)(4).